Event description:
Introp record: robotic assisted laparoscopic lysis of adhesions, total hysterectomy, bilateral salpingectomy, cystoscopy. Operative note: name of operation: total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy ebl 1600ml transfusion: 2u packed cells. Ivf: lr 3500 ml description of operation: ...... Vessel sealer malfunctioned with a blade exposed and was replaced by a second, which in turn malfunctioned and therefore the remainder of the case was completed using the scissor and the bipolar fenestrated forceps.....anteriorly, the uterus was so massive that the posterior exposure could not be obtained. Therefore, the robot was undocked and the surgeon moved to the vagina.....laparoscope inserted and the pelvis visualized, irrigated and the irrigant and bloody fluid suctioned from the abdomen.